Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 801 analytical unit. The sample initially resulted in a troponin t hs value of 23 ng/ml. The patient sample was repeated twice, resulting two times in values of <5 ng/ml, accompanied by a data flag. The initial erroneous result was released outside of the laboratory. The troponin t hs reagent lot number was 56640900, with an expiration date of 31-dec-2022.

Manufacturer narrative:
Section b6 was updated. Based on the provided alarm trace, quality control, and calibration data, a clear root cause could not be identified. The customer¿s system foam detection camera was not activated. The investigation could not identify a product problem. The cause of the event could not be determined.